Event description:
As reported, the balloon of a saber 2mm 30cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was inflated however, it ruptured at 8am during its initial inflation. The procedure was completed by using another unknown device. There was no reported patient injury. The procedure was completed successfully without patient injury. The access site was the femoral artery, and the target lesion was the superficial femoral artery (sfa). The saber pta was inserted and delivered to the lesion. The lesion had mild vessel tortuosity and calcification. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). The product was stored and prepped properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. There was no difficulty removing the product from the hoop nor the protective balloon cover. The shipping stylet and balloon cover was removed before or after submerging in heparinized saline solution. There was no difficulty removing the stylet or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. No kinks or other damages were noted prior to inserting the product into the patient. The device was prep normally (i.e. Maintain negative pressure). The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h6, and h10. Complaint conclusion: as reported, the balloon of a saber 2mm 30cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was inflated however, it ruptured at eight atm during its initial inflation. The procedure was completed by using another unknown device. The procedure was completed successfully without patient injury. The access site was the femoral artery, and the target lesion was the superficial femoral artery (sfa). The saber pta was inserted and delivered to the lesion. The lesion had mild vessel tortuosity, calcification and the percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion months). The product was stored and prepped properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. There was no difficulty removing the product from the hoop nor the protective balloon cover. The shipping stylet and balloon cover was removed before or after submerging in heparinized saline solution. There was no difficulty removing the stylet or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. No kinks or other damages were noted prior to inserting the product into the patient. The device was prep normally (i.e. Maintain negative pressure). The device was not returned for evaluation because it was discarded. A product history record (phr) review of lot 82227645 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification with mild vessel tortuosity and 90% stenosis likely contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.